Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6) 2015. The patient¿s urination didn¿t work because they had fallen on their back. The patient thought their urination was not working because they had fallen on it. When the patient went to the bathroom, they couldn¿t get rid of it and just dribbled afterwards and could never tell how much. The patient had to sit there to make sure they got all the urine out of their body. The patient thought they needed to see their manufacturer representative. The patient mentioned having bad tremors and it was hard for them to write. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09gz1, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).